Manufacturer narrative:
Added information to a.2, b.2, b.5, b.7, and h.6 health effect clinical code. Based on new information received additional narrative below. The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), cardiovascular injuries such as access site complications, perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access may require repair and are known potential adverse events associated with the transapical thv procedure. Per the literature review, risk factors for laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of an open surgical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with the review of complaint history, revealing that most apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The medical records received appear to indicate the bleeding that occurred was a result of small tears in the roof of the left atrium, possibly due to events occurring at and around the surgical site. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per medical record review, the patient had a complicated perioperative course from shock, significant bleeding, and renal failure requiring crrt and pressers. After valve deployment there was a fair amount of bleeding requiring going back on bypass where it was noted that there were small tears in the roof of the left atrium. There was a fair amount of dark venous bleeding from the back of the atrium, that even after cross-clamped again, it was not possible to identify. Given this, the patient was packed with an open chest and left in stable condition to the ICU. They were noted to have a distended abdomen and the patient was brought to the or for emergent exploratory laparotomy and found to have necrotic sigmoid colon requiring resection. The patient had progressive shock state after surgery requiring high dose pressers. Family opted to withdraw care and focus on comfort.

Manufacturer narrative:
Per the instructions for use (IFU), potential adverse events associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. There are multiple etiologies for bowel ischemia/infarction including embolization occurring after device manipulation, bav, or valve deployment and these events can result in varying degrees of permanent impairment. Additionally, prolonged hypotension can contribute to decreased bowel perfusion and ischemia potentially leading to tissue necrosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a dead bowel caused or contributed to this event. However, the event could be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : patient expired, valve remained implanted.

Event description:
As reported by implant patient registry on pod 8, the patient expired post open surgical tmvr in mac procedure with a 29mm sapien3 ultra resilia valve implanted in the mitral position. Per follow up from the fcs, it was reported that the death was not valve related and due to a dead bowel.